Event description:
It was reported that the patient presented to the emergency department experiencing lightheadedness and fatigue. Upon interrogation, the left ventricular lead exhibited loss of capture and had dislodged. The lead was reprogrammed. The patient vitals were stable and was in no apparent distress. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).